Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving patient to another hospital. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system did not have power backup with full power ups and the system was not connected to the hospital emergency generator. The issue was resolved as the system was started normally when the hospital power was restored. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.